Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that upon attempting to utilize the instrument, and prior to instrument entering patient, the surgeon noted that the instrument was not behaving as normal, and handed instrument back to surgical tech, whom discovered that a portion of the internal cutting mechanism had broken off inside the outer portion of the instrument (the cutting portion of the burr had broken off inside the trocar). All parts remained inside the instrument, and all parts are accounted for. No portion of the instrument went inside the patient during surgery.